Event description:
"Pt was receiving fentantyl 2500 mcg/250ml. Rate should have been set at 5 ml/hr, but was inadvertently set at 50 ml/hr for approx 1.5 hours. 0.4 mg of narcan was given with good response-bp went from 89/51 to 150/75. O2 sats remained within normal limits." The customer was contacted for further info. The customer indicated that the event was the result of an error in programming the device. At 2230, the pump was programmed to deliver 2500 mcg/250 ml of fentanyl at a rate if 50 ml/hr instead of the intended rate of 5 ml/hr. At 2350, the nurse noted the programming error. The pt was treated with 0.4mg of narcan. At 0100, the infusion was reportedly restarted on the same device without further issues. There were no reported adverse pt sequelae. Though requested, no further info was available.